Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented at the hospital with third-degree heart block. They were brought to the operating room for a pacemaker implant. During the attempt to gain access, the patient quit breathing and a temporary pacing wire would not capture and there was ventricular standstill. External pacing was applied until the intrinsic rhythm appeared. This was followed by another episode of ventricular standstill. The patient was intubated. A lead was implanted and used to pace the patient. No additional adverse patient effects were reported. The post-operative check had satisfactory numbers. This device remains in service. Subsequently, the patient was unable to be weaned off the ventilator and was made do not resuscitate. The patient expired approximately one week post the implant procedure.